Event description:
It was reported patient underwent right total knee arthroplasty. Subsequently, patient reports pain, difficulty ambulating, and decreased range of motion. No revision procedure has been scheduled. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-00957, 0001822565-2022-00958, and 0001822565-2022-00959. Articular surface ultracongruent size 3 4 catalog#: 00542802309 lot#: 64063915; porous coated stemmed tibial baseplate right size 4 catalog#: 621201240 lot#: 63390398; metal backed patella component porous size 3 catalog#: 00541800003 lot#: 63943783. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 - proposed code - proposed code is mechanical (04) - femur. Medical records received identified severe three-compartment degenerative arthritis, noted erosion, osteophytes, hypertrophic synovium in all three compartments of the knee and a four millimeter resection from the femur due to knee flexion contracture preoperatively. No intraoperative complications were identified. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.